Event description:
The pt was injected in the nasolabial areas and lips. The pt allegedly developed pain, slight redness, and excessive swelling on the right side of the face at the injection sites plus the nose and cheek area. The pt was incised and drained from multiple areas of the nasolabial area and a culture was taken. The pt was treated with benadryl, topical cortisone cream, antibiotics and steroids.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.